Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a cut. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited increased impedances and thresholds. There was infinite impedance with a confirmed fracture on the rv lead. The device was initially reprogrammed to air mode. Later the ra lead was also noted to have noise and was fractured. Both leads were explanted. The ra lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a cut. Distal conductor fractured in-vivo/flexed.